Event description:
A case of d&c (dilation and curettage), robotic hysterectomy, bilateral salpingo-oophorectomy, bilateral pelvic and para-aortic lymph node dissection and omentectomy was done by dr. While putting the dressing, I noticed a small wound beside the gelpoint port incision and asked where is that from. Pa said from ligasure and that dr. Knows about it. Dr. Spoke with the patient in the recovery room. Ligasure hand piece was sequestered and is in manager's office. Covidien representative notified of issue, machine diagnostic being performed thru covidien via serial number. Product was reprocessed item by stryker, representative called.